Manufacturer narrative:
Additional information provided in h.11. This is a duplicate of manufacturer report number 3003701944-2024-00019. No additional reports will be filed on this report number. Any additional information that is received will be reported on manufacturer report number 3003701944-2024-00019. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A other health care professional reported that following a glaucoma filtration device (gfd) implant procedure, on (B)(6) 2016, a well-formed anterior chamber without hypopyon was described with tyndall 2+. The subject who came in urgently on (B)(6) 2016, with left eye pain and loss of vision. A 1mm hypopyon with abundant fibrin is observed, endophthalmitis was diagnosed. It was decided to go to the operating room to perform vitrectomy and intravitreal injections. The next day, (B)(6) 2016 the subject reported left eye pain, an iop of 50 mmhg was observed, a paracentesis was performed and he was taken to the operating room to perform a trabeculectomy. After this, the iop is measured again with a result of 17 mmhg. On (B)(6) 2016 the subject no longer reported pain. On (B)(6) 2016 in review it was decided to perform sterile ophthalmic viscoelastic injection in the anterior chamber. On 09-jun-2016, the subject reported feeling better. On (B)(6) 2016, sterile ophthalmic viscoelastic injection was injected again into the anterior chamber. On (B)(6) 2016, the subject returned due to lack of vision on one side. After evaluation, a tear at the xii and upper nasal retinal detachment was observed. It was decided to perform vitrectomy the next day. In this surgery the tears are sealed, the rest of the peripheral retina was checked and sterile ophthalmic viscoelastic injection was left applied. On (B)(6) 2016, the subject reported general discomfort but not ocular discomfort. On 27-jun-2016, the review showed improvement, therefore the adverse event was considered resolved. As per the investigator the event was related to the device.